Event description:
This case was cross reference with case ID (B)(4) (cluster) this unsolicited from united states was received on (B)(6) 2017 from nurse. This case concerns 2 patients (demographics unspecified) who received treatment with synvisc one injection and after unknown latency had significant pain and swelling no relevant concomitant medications, past drugs, medical history, concurrent condition were reported. On unknown dates, the patients received treatment with intra-articular synvisc one injection (frequency, dose, indication, expiration date, lot number: not reported). On an unknown dates, latency unknown, patient was were admitted to hospital due to significant pain and swelling outcome: unknown for both events corrective treatment: not reported for both events seriousness criterion: hospitalization for both events

Event description:
This case was cross reference with case ID (B)(4) this unsolicited from united states was received on 14-dec-2017 from nurse this case concerns 2 patients (demographics unspecified) who received treatment with synvisc one injection and after unknown latency had significant pain and swelling no relevant concomitant medications, past drugs, medical history, concurrent condition were reported. On unknown dates, the patients received treatment with intra-articular synvisc one injection (frequency, dose, indication, expiration date, lot number: not reported). On an unknown dates, latency unknown, patient was were admitted to hospital due to significant pain and swelling outcome: unknown for both events corrective treatment: not reported for both events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) the product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: hospitalization for both events additional information was received on 23-jan-2018. Global ptc number and ptc results were added. Clinical course updated. Text was amended accordingly.